Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae), and the following additional information was provided: it appears that the grip cable is frayed, but based on the images, it cannot be confirmed if the cable is completely broken. The conductor wire could potentially be broken, however, the instrument would require evaluation to confirm. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.